Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the cracked battery door and scratched lcd lens. The customer stated problem was not duplicated. Device found downstream occlusion able to calibrate and passed all tests during functional testing. Therefore, no fault found with the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed downstream occlusion won't calibrate. No adverse effects reported.